Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter experienced high blood glucose. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 380 mg/dl at the time of call. The customer's father stated that he treated her high blood glucose with manual injections. The customer's father stated that the drive support cap was sticking out. The customer was unable to troubleshoot at the time of call due to drive support cap was sticking out. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support disk was inspected and no anomaly was noted. The device was received with minor scratches on the lcd window.